Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2025. During the procedure, when the physician tried to deploy the bands, it was tight and there was resistance noted. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with five bands attached to it, one of them overlapped and was broken. In addition, the ligator housing teeth were found bent. The handle had marks of trip wire being secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This failure might be related with the technique used by the physician or the way the device was being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly. The way the bands were deployed during the procedure could have caused the damage seen on the bands as one returned broken. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6) imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2025. During the procedure, when the physician tried to deploy the bands, it was tight and there was resistance noted. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.